Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased baseline pain. The pump delivered dilaudid 20 mg/ml at 2.4 mg/day. There were no pump alarms noted. A dye study was attempted; the cap (catheter access port) could not be accessed. An x-ray revealed the pump was flipped. There was swelling at the lumbar site; the hcp (healthcare provider) questioned if the swelling was due to a catheter leak. The pt underwent a pump pocket revision and possible catheter revision on (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report.